Event description:
It was reported to st. Jude medical that the device displayed a hardware reset upon interrogation at follow-up. The device was explanted since defibrillation support was no longer provided.